Manufacturer narrative:
This report is for an unknown screw. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a hardware removal was performed due to non-union and revision to total hip replacement. The original date of implant was unknown. The procedure was successfully completed. Concomitant devices reported helix blade 95mm (part number 282.238, lot number h793959 , quantities 1), 135 deg lcp® dhhs(tm) sideplate-std barrel 2 holes (part number 282.61, lot number h757389, quantities 1). This complaint is for one (1) unk - screws: cannulated. This is report 3 of 3 for (B)(4).